Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge service in connection with this event. If additional information is provided, a supplemental report will be submitted. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "lead fault" message and the ECG tracing was no longer visible. It was noted that upon departure from the cath lab, the ECG tracing had been present. The customer switched out the iabp unit with another iabp unit but used the same ECG leads since only one set of cables were available. The ECG pads were replaced and different leads were tried in semi auto mode, but no ECG tracing was present. It was reported by the nurse that the heart rate was displayed but the ECG tracing was never attained and no external cables were available. There was no patient harm; thus, no adverse event reported.